Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level of 53 mg/dl. Customer believes the cause to be the pump settings input by healthcare provider. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.